Manufacturer narrative:
Philips service sent a user guide to the customer; recovery was not possible. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an exam was accidentally deleted during transfer process on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.